Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon malleted the recipient oats into the femoral condyle. He was having a hard time going in so he malleted a little harder. Once he got to the appropriate level, he followed the technique to pull the plug out and half of the bone plug came out. When he looked at the tip of the recipient harvester, he noticed half of the tip was beveled. This caused the hole to be larger than the donor graft. To complete the procedure the surgeon had to improvise. Surgeon placed the plug in and filled bone matrix around the edge and covered with the seal.

Manufacturer narrative:
Complaint confirmed, the cutting edge is damaged, with a section cracked and bent outward. There is excessive wear and tear on the device indicative of multiple of uses. A likely cause of the event is hitting the cutting edge of device with another object.